Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found outer insulation abrasion at 18.5cm from the connector pin, consistent with friction to ICD can. The reported low impedance could occur when the exposed metal filars of the rv cables comes in contact with the ICD can.

Event description:
During a follow-up, low impedance was observed. Lead damage was suspected. The lead was explanted and replaced.